Event description:
A report was received that a patient experienced a corneal burn during a routine phacoemulsification procedure. Unanticipated sutures were required to treat the wound. The hospital engineering department inspected the machine and suspect that a clogged tip may have contributed to the corneal burn.